Manufacturer narrative:
Intuvie received a report indicating that, during service at right way medical, the infusion pump free-flow pinch clamp was stuck open due to fluid ingress. The clamp was removed, cleaned, and reinstalled. Subsequently, the pump functioned as intended. A review of the device¿s serial number history revealed no prior similar complaints. The failure mode was confirmed, and the investigation determined the cause to be a component-related issue. The failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that, during service at right way medical, the infusion pump free-flow pinch clamp was stuck open due to fluid ingress. No patient involvement was reported.